Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The lead was found in a fragmented state and partly covered in a piece of an extraction sheath. The distal lead part and a medial part of the lead were available for analysis. In total, the lead fragments had a length of approx. 39 cm. The remaining proximal was missing. In between the severely stretched inner coil and the conductor cable to the ring electrode were noted. The conductor cable to the shock coil was missing. The distal lead fragment was surrounded by tissue residuals. Due to these findings, it is assumed, that the lead was significantly ingrown. The inspection revealed furthermore a rubbed through insulation at the distal lead fragment which can be considered to be the root cause for the noise that led to shock delivery. The characteristics of this damage indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine without further information and diagnostic images. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
Noise on lead caused inappropriate therapy. Md advised to evaluate lead. Lead currently remains implanted.